Manufacturer narrative:
This report is being submitted retrospectively as a result of an FDA inspection in february of 2021. A corrective action associated with that inspection included a re-review of all complaints and reportability criteria.

Event description:
On (B)(6) 2020, and end user reported that they were using the defib pads during a resuscitation attempt and the pads were" not reading / working on lp15." The connections were inspected, unplugged, and tried again with no reading. Another set of defib pads were used and could not get a reading for those. Very limited information was received from the customer and no samples were returned for investigation, although there were multiple attempts. A serious death or injury was not reported.